Event description:
The device was returned for service. During service the device had failure 16. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service. Although requested, no additional contact information was available.